Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia, hyperglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1884, mmt-431ag, mmt-342. Troubleshooting was performed. The insulin pump system was used within 48 hours of the reported low blood glucose event. It was unknown auto mode/smartguard feature was active at the time of the low blood glucose event. No further patient complications were reported. The customer will discontinue using the pump. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-342.

Manufacturer narrative:
Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and visit to emergency room for low bgs found on (B)(6) 2024. On (B)(4) svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2024. On (B)(4) svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and high bgs found on (B)(6) 2024. On (B)(4) svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2024. On (B)(4) svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2024. On (B)(4) svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2024. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/05/2024 to 12/06/2024. Then, on 12/06/2024 00:05:57.000 usertimedatechange (3) systemtime = 12/06/2024 00:05:57.000. Newsystemtime: 12/05/2023 19:05:56.000. The formatted history file lists data from 12/05/2023 19:05:56.000 to 12/27/2023 10:20:19.000. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the (primary) event dates of (B)(6) 2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the (primary) event dates (B)(6) 2024. In the formatted history file. However, no delivery alarm/insulin flow blocked alarm was found on: 12/05/2023 19:22:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/05/2023 19:31:16.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/06/2023 08:42:50.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/08/2023 10:57:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/08/2023 11:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/08/2023 21:47:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/08/2023 21:56:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/09/2023 19:13:24.000 to 12/09/2023 21:57:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/10/2023 05:42:40.000 to 12/10/2023 18:42:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/11/2023 18:13:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/11/2023 18:14:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/13/2023 13:06:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/14/2023 05:41:24.000 to 12/14/2023 10:54:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/15/2023 13:08:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/21/2023 11:46:36.000 to 12/21/2023 17:27:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/22/2023 02:42:48.000 to 12/22/2023 18:48:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/23/2023 15:36:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/23/2023 15:39:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/24/2023 03:23:20.000 to 12/24/2023 17:40:19.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/25/2023 07:03:32.000 to 12/25/2023 14:22:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs/high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer was treated with intravenous drip. No medical attention was stated, user declined troubleshooting.